Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to suspected device thrombosis. The patient presented with belly pain, dark urine and elevated lactate dehydrogenase (ldh) levels. A ramp study was conducted but the results were not available.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of hemolysis and suspected thrombus could not be confirmed based on the evaluation of the device. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no evidence of deposition. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities that would have contributed to the formation of the thrombus were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.